Manufacturer narrative:
The suspect pump was returned for evaluation and the event history log (ehl) was reviewed, which recorded a high alarm: ¿cassette locked but not latched.¿ the 12-month service history was also reviewed and showed no additional service activities during this period. A visual inspection revealed that the battery door was missing. During functional testing, it was observed that excessive force was required to remove cassettes, and the device did not reliably detect proper latching during the latch lock test. The upstream occlusion (uso) and downstream occlusion (dso) sensor tests failed, as the device was unable to sense the cassette. The complaint allegation was therefore confirmed. The probable cause was identified as an issue with the latch lock sensor and mechanism. Corrective actions included replacement of the latch lock assembly, performance of occlusion and latch lock tests, calibration of the dso/uso sensors, and execution of pvt. The unit subsequently passed all testing criteria. The software was updated, and the device was reset to standard configuration.

Event description:
During testing, it was observed that the pump failed to detect the installed set. Upon investigation, a high alarm was identified and acknowledged, indicating ¿cassette locked but not latched.¿ this malfunction renders the event reportable. No patient involvement or adverse events were reported.